Event description:
It was reported that the cable heated causing a thermal event. This occurred prior to procedure. The procedure completed successfully.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: cable heating probable root cause: reed switch assembly malfunction, use error. Lot number is unknown; therefore, manufacture date can not be confirmed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the cable heated causing a thermal event. This occurred prior to procedure. The procedure completed successfully.